Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect, especially return of previous level of pain. Interrogation of the pump revealed several consecutive motor stalls. Pump did not recover following the last stall and was stopped. The cause was unk and no electromagnetic interference was noted. Pump was replaced. Pt was uninjured and was receiving effective therapy following implant of the new pump.